Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced an accident and high impedance was observed on the cervical lead. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.